Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 600mg/dl, with blurred vision, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the basal history that cannot be accounted for by the patient or in other pump history. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: during investigation, the black box data has been overwritten for (B)(4) 2018 . The prime history confirmed the user was priming the pump on (B)(4) 2018 between 7:35 and 7:53 indicating a cartridge change. The battery compartment cracked above grip. According to the script the inaccuracy zero basal record was observed in basal change history on (B)(4) 2018 from 7:35 am to 7:53 am. The pump passed all required testing for history recording and delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.